Event description:
It is reported that the during a routine x-ray, the screw was noticed to be loose. Mini arthrotomy was performed to remove the screw.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: two pages of the primary surgery report were reviewed. The notes indicate that the patient had a significant degree of hyperextension prior to surgery. It is also noted that an avascular segment on the medial tibial plateau has to be removed and the tibia had to be cut lower to reach better bone. Also, the tibia is noted to be highly asymmetric and the tray had to be adjusted carefully for rotation. The surgical notes state that the bone was not strong enough so, the front of the tm tibial plate was roughened up and was surface cemented with pressurization. The surgical notes did not provide enough detail to evaluate whether the screw was torqued to 95 in-lbs. However, if the proper torque was not achieve this could lead to screw loosening. X-rays were received that confirm the screw has loosened from the tibial plate. It is possible that the screw was not properly torqued when inserting into the tibial plate however; this cannot be determined conclusively. Evaluation: the screw was returned with the complaint for review and was found to be within print specifications. Device history records indicate all components were manufactured and inspected to specification.